Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient experienced nose irritation, dizziness, headache, kidney disease/toxicity, liver disease/toxicity and thyroid nodules. No medical intervention was specified. The manufacturer was made aware of this complaint through a representative of the customer. No further information has been provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient experienced nose irritation, dizziness, headache, kidney disease/toxicity, liver disease/toxicity and thyroid nodules. No medical intervention was specified. The manufacturer was made aware of this complaint through a representative of the customer. No further information has been provided. During the evaluation of the device at the manufacturer's service center, e 193 code was found in the ventilator's downloaded error log. The device's internal battery needs replaced to address the issue. No repairs performed. The unit will be scrapped. The recall number updated/corrected in this report.